Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2016 during which the surgeon noted upon visualizing the previous mesh, the surgeon noted the top portion pulled loose from the fascia. The mesh was dissected circumferentially to gain fascial control superiorly and laterally. The previous edge of the mesh was identified inferiorly, and a second piece of mesh was placed in the preperitoneal space after blunt dissection to gain a preperitoneal plane. It was sewn to the fascia superiorly and laterally and inferiorly to the mesh. It was reported that the patient experienced severe pain, mesh migration, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.